Event description:
It was reported that during insertion a leak was noticed. A new iab was then inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name - (B)(6) hospital. Event site postal code - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with blood observed on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 76.7cm and 75.7cm from the iab tip. The one-way valve was also returned. An underwater leak test of the catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The one-way valve was vacuum tested and it held vacuum. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.